Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of the transmission indicated that the patient¿s insertable cardiac monitor (icm) recorded false pause episodes, attributed to under-sensing caused by loss of tissue contact, possibly related to local manipulation of the device area. Programming changes were discussed but not made. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Further information was requested but not received.